Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: 115313, comp rvsr shldr glnsp +3 36mm, 378610; 113609, comp primary stem 9mm micro, 919730; 115396, comp rvs cntrl 6.5x30mm st/rst, 046620; 115370, comp rvs tray co 44mm, 083400; 180550, comp lk scr 3.5hex 4.75x15 st, 280260; 180556, comp lk scr 3.5hex 4.75x45 st, 186540; 180554, comp lk scr 3.5hex 4.75x35 st, 541870; xl-115363, arcom xl 44-36 std hmrl brng, 963740. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00199, 0001825034 - 2018 - 00200, 0001825034 - 2018 - 00201, 0001825034 - 2018 - 00202, 0001825034 - 2018 - 00203, 0001825034 - 2018 - 00204, 0001825034 - 2018 - 00205, 0001825034 - 2018 - 00206. Remains implanted.

Event description:
It was reported that the patient underwent reverse shoulder replacement on an unknown date. Subsequently, the patient is experiencing pain and a possible allergic reaction. Attempts have been made and additional information on the reported event is unavailable.